Manufacturer narrative:
A supplemental report will be submitted upon completion of the plant¿s investigation.

Event description:
Peritoneal dialysis patient reported to technical support during troubleshooting a liberty select alarm that a fluid leak was observed in the cassette housing. The patient was advised to discontinue use of the cycler and to contact the peritoneal dialysis nurse. Follow up with the patient indicates that there was no complications as a result of the alleged event. The patient resumed treatment on a replacement cycler.

Event description:
"."

Manufacturer narrative:
The reported symptom (fluid leaking) was not confirmed. The symptom (air detected in cassette warning) was not confirmed. The symptom (power fail recovery failed) was not confirmed. The symptom (hb make sure hb is on ht tray and unclamped) was confirmed during the treatment. A visual inspection of the returned cycler exterior showed no sign of physical damage. There are visual indications of dried fluid within the cassette compartment. There were no burrs or sharp edges in cassette area that may have punctured a cassette membrane. During fill phase cycle 1 of the post-accelerated stress test (ast) 2 hour 15 min 8500 ml simulated treatment, an (heater bag not detected) message occurred and the treatment was cancel. An inspection of the heater tray/scale found it was not obstructed and was functioning correctly. No fluid leaks in the test cassette during the test treatment. The failure was due to a fluid intrusion, which clogged filter (hp1). The filter hp1 was replace. The second (ast) 2 hour 15 min 8500 ml was performed and completely without failures. During treatment, turning the cycler off then back on again, the power fail recovery resumed to the treatment as intended. Patient sensor calibration check passed. Mushroom head check passed. Positive for glucose. An internal visual inspection of the cycler found visual evidence of dried fluid under pump ¿a¿ and ¿b¿ mushroom head and within the recess of the bottom cover adjacent to the pump. The cause of the observed dried fluid and fluid could not be determined. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record review was performed and verified that the results of the in-progress and final quality control testing met all requirements. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined.